Event description:
It was reported the device exhibited error code 46221. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal. Error code 46221 was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the printed wire assembly (pwa) board was the root cause and was replaced. In addition to the pwa, the dso seal was also replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.